Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was core material visible at the distal end of the hypotube at the separation. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the core may be attributed to fatigue rupture initiating at multiple elliptically shaped origin around the circumference. The area beyond the fatigue regions revealed dimples, indicating ductile overload. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. The lesion was described as heavily calcified which could have contributed to the reported guide wire separation. Analysis also noted offset intermediate coils, 2 mm, 6 mm and 1 cm proximal to the center solder which is consistent with interaction with the lesion during the procedure as no damage was reported during inspection prior to use. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported guide wire separation and treatment to retrieve the separated portion appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the right groin was accessed with a 7fr sheath. The guide wire was advanced up and over to the left side of the anatomy and advanced into the heavily calcified superficial femoral artery and the guide wire tip was moving freely; however, during torquing of the guide wire, the core of the guide wire (approximately 20 cm) from the tip separated inside the patient. A balloon was advanced and inflated and was able to capture the separated guide wire which was removed successfully from the patient. No patient effects were reported; however, as access had been lost, the decision was made to abort the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.